Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the clutch error was found to have been caused by releasing the clutch during infusion. This was caused by customer error. The super cap post alarm presented when the battery pack was fully depleted. This error was unable to be replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a clutch plunger error and supercap error. There were no reported adverse events.